Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. Customer stated that there was a physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer reports: device is cracked. Device passed displacement test. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, battery tube threads and keypad overlay at select button. Minor scratched display window, case, keypad overlay and faded serial number label. In conclusion customer complaint of cracked case was confirmed. (B)(4).